Event description:
It was reported that during a da vinci-assisted esophagectomy surgical procedure, the synchroseal sheathing tore and a small screw fell into the patient. The screw was retrieved same procedure. The procedure was completed with no reported injury. Intuitive followed up and obtained additional information. The patient was not harmed. The instrument has been checked before use. No defects nor damage were found. Preparation was carried out. The instrument had been in use for several hours. No problems with functionality were detected during the procedure. There was no collision. The instrument was removed several times during the procedure. The wrist was straightened each time. No resistance was felt during removal. There was no cannula damage. The foreign object could be removed during the procedure so that the patient did not have to be readmitted.

Manufacturer narrative:
A return material authorization (RMA) had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The engineering team performed advance failure analysis. Initial findings were confirmed. The swaged end of the pivot pin looked okay and the machined end's outer diameter was in specifications too, when measured. Since the jaw cover was badly torn, and the instrument was used for about 1 hour 47 minutes (with 20 coag, 34 seal and 250 transect events), the most probably root cause of a dislodged washer is attributed to use-related damage.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The synchroseal instrument has been evaluated by the failure analysis (fa) team. Fa was able to reproduce the reported complaint. The instrument was found to have the jaw cover torn. The tear measured roughly 0.465". Visual inspection displayed no signs of missing fragments. Additional observation not reported by site: the instrument was found to have the washer dislodged from its original position and not attached to the instrument. The instrument was compared to an in-house golden synchroseal, and the washer was found to be missing. The missing piece was not returned with the instrument. The end of the pivot pin was swaged correctly.